Manufacturer narrative:
MFR received date: 04 apr 2019. Date of report received: 16 sep 2019. The manufacturer¿s international service technician confirmed the ac cord was deteriorated. The manufacturer¿s international service technician replaced the ac cord to address the reported issue, checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. The manufacturer¿s international service technician could not confirm the reported nav-ring issue. Three technicians checked the device and all of them judged that there was no issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported an operation failure of the nav-ring. There was no patient involvement. Event date not specified, estimate used.